Event description:
It was reported that the customer was hospitalized due to high blood glucose of 486mg/dl. It was stated that the customer woke up throwing up, and his blood glucose was over 500mg/dl. The customer was using the insulin pump at the time, and the cannula was bent. The customer was given a shot and his glucose level dropped, then it went back. The customer started throwing up again and he was taken to the hospital. Troubleshooting was performed, and the drive support cap appears to be normal. The caller did not want to continue testing and stated that the doctor believes the insulin pump was not giving insulin as it should. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self test, error test, off no power test, displacement test, rewind, basic occlusion and excessive no delivery alarm test. Unable to prime during prime test due to faulty force sensor. Unable to complete functional test including occlusion test due to prime anomaly.